Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported an impella 5.5 while on patient support had high purge pressure and purge system blocked alarms. No kinks were observed in the tubing. Impella 5.5 was decreased to p-3 and p-2 where flows were appropriate. Transesophageal echocardiography was performed to confirm impella 5.5 outlet position related to centrally cannulated aortic cannula. The impella 5.5 measured five centimeters in the left ventricle (lv) and was properly positioned above the aortic valve. Heparin purge was started along with systemic heparin drip. Purge flow, purge pressure, and lv waveform was spontaneously returned to normal along with normal flows at p-4. The patient remains on impella support.

Event description:
It was further reported that the patient¿s labs were hemolyzing and that the patient developed gastrointestinal (gi) bleed. Bival was discontinued. The next day the gi bleed was stabilized. The family decided to withdrew care and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B.1 added adverse event based on the additional information received. B.2 added death and date of death due to new information received. B.5 additional information was received. D.6b explant date was added. H.1 revised to death based on the additional information received. H.6 added additional codes for the new information received. H.10 additional instructions for use were added based on the additional information received. The investigation has been completed. No product was returned for analysis. The data logs confirmed purge pressure high alarms. The logs showed a motor current spike with speed deviation and a drop in purge flow right before high purge pressure occurrence. It was unknown if tissue plasminogen activator was added to the purge. There was high purge pressure for about two hours after which values started decreasing towards normal purge pressure values. The root cause of the high purge pressure was most likely biomaterial. The root cause of the hemolysis was most likely biomaterial as evidenced by motor current spike in the logs before hemolysis occurrence. The root cause of the vascular damage - peripheral was not determined as insufficient clinical information was provided as noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿